Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The insulation damage allegation was confirmed. There was a cut through in the outer insulation 22 centimeter from terminal end observed which was likely induced damage.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insulation damage. The insulation damage was potentially due to contact with a sharp object. Additional information received which indicated that the insulation of this lead was broken near the proximal end. Moreover, the physician believed it could have been cut by rubbing against the cs sheath. This lead was replaced and never in serviced. No adverse patient effects were reported.